Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic procedure, the balloon trocar could not be inserted because the trocar did not fit. The procedure was completed using a different, new product. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3. Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the dissector balloon, trocar balloon obturator, inflation syringe, insufflation bulb, ports and obturator were received. The dissector balloon's circular seal was disengaged and twisted inside the seal housing. Functional testing noted that the dissector balloon could not be inflated due to the disengaged circular seal. The seal acts as a barrier between the trocar and obturator and must have a tight and secure seal to inflate the balloon properly. The trocar balloon was inflated using the received inflation syringe and no leaks were detected. The ports passed the air leak test. It was reported that the trocar was difficult to insert into the patient. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur when contact is made with a surgical instrument during clinical application. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: care must be exercised during insertion of the balloon as well as during the course of the procedure to avoid damaging the balloon with other instruments. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.